Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), allergy to metals ("allergic reaction to the nickel associated with the coils") with pruritus and menorrhagia ("excessive heavy bleeding with menstrual cycles"). The patient was treated with surgery (on (B)(6) 2016, surgery to remove the essure device). Essure was withdrawn. At the time of the report, the pelvic pain, allergy to metals and menorrhagia outcome was unknown. The reporter considered pelvic pain, allergy to metals and menorrhagia to be related to essure. This spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent surgery to remove essure approximately one year after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent surgery to remove essure approximately one year after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (date of births: (B)(6) 1992, (B)(6) 1993, (B)(6) 1996, (B)(6) 2001), breech presentation, multiple caesarean sections, miscarriage in 1994, miscarriage in 2011, miscarriage in 2014 and augmentation mammoplasty in 2009. Previously administered products included for contraception: lo loestrin fe from april 2015 to may 2015 and depo provera on (B)(6) 2015. Concurrent conditions included adenomyosis, obesity, anesthesia, pelvic discomfort and cervical dysplasia. Concomitant products included ibuprofen (motrin) from may 2015 to june 2015, misoprostol (cytotec) since may 2015, nsaid's from 2015 to 2016, oxycocet (percocet) since november 2016 and tramadol from may 2015 to june 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to the nickel associated with the coils/ nickel allergy") with pruritus and rash, migraine ("migraines / headache"), headache ("migraines / headache") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced menorrhagia ("excessive heavy bleeding with menstrual cycles/ abnormal bleeding (bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)/ pain (abdomen/pelvis) during menstrual cycle (moderate ¿ severe)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), myalgia ("pain (muscles/legs/arms)- moderate") and pain in extremity ("pain (muscles/legs/arms)- moderate"). The patient was treated with surgery (on (B)(6) 2016, surgery to remove the essure device, hysterectomy full with salpingectomy bilateral). Essure was removed on (B)(6) 2016. In 2016, the pelvic pain and genital haemorrhage had resolved. At the time of the report, the allergy to metals, menorrhagia, migraine, headache, vaginal haemorrhage, dysmenorrhoea, myalgia and pain in extremity outcome was unknown and the fatigue had resolved. The reporter considered allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myalgia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it, after essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - in 2015: total bilateral occlusion pregnancy test urine - on (B)(6) 2015: negative current weight as of (B)(6) 2018: 180 lbs. Approximate weight at the time of essure placement : 189 lbs. During insertion, on the left ostia there were approximately 3 coils noted and on the right ostia, there were approximately 1 noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (date of births: (B)(6) 1992, (B)(6) 1993, (B)(6) 1996, (B)(6) 2001), breech presentation, c-section, miscarriage in 1994, miscarriage in 2011, miscarriage in 2014 and augmentation mammoplasty in 2009. Previously administered products included for contraception: lo loestrin fe from (B)(6) 2015 to (B)(6) 2015 and depo provera on (B)(6) 2015. Concurrent conditions included adenomyosis, obesity, anesthesia, pelvic discomfort and cervical dysplasia. Concomitant products included ibuprofen (motrin) from (B)(6) 2015 to (B)(6) 2015, misoprostol (cytotec) since (B)(6) 2015, nsaid's from 2015 to 2016, oxycocet (percocet) since (B)(6) 2016 and tramadol from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to the nickel associated with the coils/ nickel allergy") with pruritus and rash, migraine ("migraines / headache"), headache ("migraines / headache") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced menorrhagia ("excessive heavy bleeding with menstrual cycles/ abnormal bleeding (bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)/ pain (abdomen/pelvis) during menstrual cycle (moderate ¿ severe)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), myalgia ("pain (muscles/legs/arms)- moderate") and pain in extremity ("pain (muscles/legs/arms)- moderate"). The patient was treated with surgery (on (B)(6) 2016, surgery to remove the essure device, hysterectomy full with salpingectomy bilateral). Essure was removed on (B)(6) 2016. In 2016, the pelvic pain and genital haemorrhage had resolved. At the time of the report, the allergy to metals, menorrhagia, migraine, headache, vaginal haemorrhage, dysmenorrhoea, myalgia and pain in extremity outcome was unknown and the fatigue had resolved. The reporter considered allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myalgia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it, after essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - in 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative . Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement : (B)(6) lbs. During insertion, on the left ostia there were approximately 3 coils noted and on the right ostia, there were approximately 1 noted. Most recent follow-up information incorporated above includes: on 2-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number c40242 was added. Essure start date updated from 2015 to (B)(6) 2015. Events rashes or skin condition : extreme itching, pain, nickel allergy, abnormal bleeding (bleeding (menorrhagia) were clubbed with previously reported events. Events rash , migraine, headache, fatigue, vaginal haemorrhage, dysmenorrhoea, myalgia, pain in extremity, genital haemorrhage were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.